Event description:
It was reported that a malfunction occurred, identified by code malf 9, although no notable events took place before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, as prior attempts had not been made, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which they acknowledged and understood.